Event description:
The sales consultant visited the hospital and discovered two items from a femoral nail set that were stuck or jammed together. The spiral blade inserter and aiming arm for retrograde spiral blade locking were left together. There was no written report or mention of the issue or if it was related to a procedure, but he believes it occurred overnight from (B)(6) 2013 to (B)(6) /2013. This report is on the spiral blade inserter. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Operator of the device is unknown at this time. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/ explanted. Not all devices are available for investigation. The parts hand grip and inserter top are missing. The spiral blade inserter is jammed together with the spiral blade inserter body. The tangs on the distal tip are damaged. The appearance of the instrument indicates that it was often and/or forcibly used. Burrs indicative of a galling issue chatter marks exist on the entire length of the spiral groove. The top on the handle shows marks of hammering. The device was produced and distributed in november 2005. A manufacturing conclusion cannot be presented due to the condition of the product. The wear and tear or excessive use caused the malfunction of this instrument.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The product development event evaluation report stated: the returned samples of the inserter and aiming arm bind excessively when assembled and will ultimately jam completely when forced. The helical detail of the inserter shows evidence of chatter marks as a result of the binding/sticking/galling of these devices. Dco (B)(4) for component (B)(4) was initiated to improve the functional interface between these devices and was initiated in the aiming arms manufactured on or after 8/2008. The 03.010.051 aiming arm was manufactured prior to the implementation of the dco (B)(4) changes to the device. Review of risk assessment (B)(4) version a.41 line 2210 addresses instrument strength and the specific hazard of "breakage/bending of the instrument" and the cause of hazard as "product wear/lifetime too short, misuse" and possible harm as "significant prolongation of surgery and/or use of an alternative product" with a (moderate) severity of harm "3" and (unlikely) probability of occurrence "2". Changes were made to the aiming arm in august 2008 via dco#(B)(4) and reflected in dwg.03.010.051 rev. E. These changes improved the overall engagement of the 03.010.084 and 03.010.051 when used together. However, since the returned aiming arm was manufactured prior to the dco changes, this complaint is valid from a design perspective.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was returned and is entering the complaint system for further evaluation.